Event description:
A customer reported that the coulter act diff hematology analyzer leaked approximately 3 ml of fluid. The leak was found underneath the instrument. The customer was wearing gloves and a lab coat at the time of the occurrence. Msds was not reviewed but there is an exposure control or risk management plan in place at the facility. There was no report of injury or exposure, and medical attention was not sought. No erroneous patient results were generated in connection to the leak. Service was dispatched on (B)(4) 2012. Beckman coulter field service engineer (fse) had observed that the wbc bath was not draining properly. The fse replaced pinch valves which controlled the baths drain, vl13, vl14 and vl15. The fse also replaced the tubing through these valves. The leak was fixed, and the repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).